Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The iabp was repaired by the customer by replacing the solenoid driver board. It was reported that the iabp is now working well and cleared for clinical use.

Event description:
It was reported that on (B)(6) 2017 under field safety corrective action (fsca) a new solenoid driver pcb was replaced on the cs100 intra-aortic balloon pump (iabp). On (B)(6) 2017 during testing done by the customer the iabp stopped working and generated a system failure alarm. There was no patient involvement or adverse event reported.

Manufacturer narrative:
It was later reported that it was a getinge authorized service partner who performed the repair of the iabp not the customer.

Event description:
It was reported that on (B)(6) 2017 under field safety corrective action (fsca) a new solenoid driver pcb was replaced on the cs100 intra-aortic balloon pump (iabp). On b)(6)2017 during testing done by the customer the iabp stopped working and generated a system failure alarm. There was no patient involvement or adverse event reported.